Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that 3 months ago, the patient was in the emergency room due to sensor malfunction. The patient mentioned on the call that there was an allegation against the device that may have contributed to the event but declined to provide any information. The patient would no longer provide any details and hung up the phone. He does not want to deal about these issue anymore and disconnected the call again for the 2nd time. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.